Manufacturer narrative:
The reported glidescope core 15-inch fhd monitor was returned to verathon for evaluation along with the glidescope core 2m quickconnect cable used during the reported event. A verathon technical service representative evaluated the returned devices and was able to confirm the reported image issue. When connecting the reported monitor to verathon's test equipment, the display intermittently loses the entire image and no user interface is visible. The issue was isolated to a faulty printed circuit board assembly (pcba). The monitor failed verathon's device functionality testing. Next, when evaluating the returned cable with verathon's test equipment, it passed both visual inspection and device functionality testing. Upon completion of verathon's device evaluation, the monitor's pcba was replaced and both the monitor and cable were returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported while using a glidescope core 15-inch fhd monitor during a bronchoscopy, the image went dark. The issue was fixed by unplugging the bronchoscope and then it worked. No delay in procedure, use of a backup device, or harm to the patient was reported.